Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient heard an unpleasant buzzing noise, the signal stops suddenly. Testing confirmed that the system has malfunctioned. The external equipment was exchanged but without remedying the situation.